Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device is getting error code 110b: check vent: proximal pressure sensor auto zero failed. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The customer connected with a remote service engineer (rse) regarding the issue and repair options. Current v60 service manual recommends replacing solenoids 3 and 4. The customer was provided with the part number of the solenoid valve. The replacement procedure was discussed as per the service manual, with emphasis on required post-repair testing. The customer indicated seeking assistance from their third-party service provider as they lack the capability to perform the testing. No repairs were conducted by the philips service engineer due to the customer declining service, making it impossible to ascertain if the device failed to meet specifications. Investigation concludes that no further action is necessary at this time. The device remains on-site with the customer, and should they decide to proceed with evaluation and repair, a new service order will be generated, following philips' standard complaint procedures.